Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how long was the procedure lengthened? 10 minutes. Was there any patient consequence or change in the post-operative care of the patient as a result of the procedure lengthening or event? No.

Event description:
It was reported that during a gastric bypass procedure, when stapling the intestine the staples were not delivered. The cartridge is empty. Use of another cartridge to complete the procedure. Lengthening of the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5752e. The analysis results showed that one ecr60b reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality and achieved its complete firing stroke sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.